Manufacturer narrative:
Concomitant medical products: etlw1616c124e sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm an abdominal aortic aneurysm. It was noted that there was a pre-operative rupture with severe calcium throughout the infra renal aorta. It was reported that the patient presented to the ER with back pain. A CT revealed a contained rupture. The physician decided to perform endovascular repair. The endurant stent graft was placed below a right accessory artery in order to preserve it. However, a leak was observed and a 23 mm endurant cuff was placed and covered the right accessory artery. The endoleak was still present after the placement of the cuff. Contrast showed a blush/jet on the contralateral side just below the gate. A 16x16x82 limb was placed to reline this area. Contrast was again injected and that endoleak in that area appeared to resolve, but another leak seemed to be coming from the bifurcation. The physician decided to explant the device and perform an open surgical repair. After removal, the stent graft was inspected and no tear or integrity issue was found. It was thought that this was a type IV or possibly a type ia endoleak from above. The physician stated that the cause of the event was anatomy related, specifically the calcification. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported unknown endoleak that led to implant of the aortic cuff which covered the accessory right renal artery, endoleak from the contralateral side just below the gate that led to implant of the limb extension, and blush type endoleak from the bifurcation leading to stent graft explant could not be conclusively determined from the pre-implant films provided. The films during the implant procedure that showed the implantation of the stent grafts and the endoleaks were not provided. It is possible that the patient's anatomy, calcification, may have contributed to the possible endoleak on the proximal side that led to the implant of the aortic cuff. From the pre-implant films, heavy calcification was seen lining the infrarenal aortic neck. It is possible that the reported blush/jet type contrast seen just below the contra gate and the contrast seen at the bifurcation may be from a type IV transgraft endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak. However, the exact type of endoleak and cause cannot be confirmed; films during the implant procedure and the explanted stent grafts were not returned for review.